Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. The patient was treated with unspecified anti-inflammation drugs (dose, route, and frequency were not reported) for peritonitis. The patient continued pd therapy during treatment. At the time of this report, the patient had recovered from the peritonitis event. No additional information is available.